Manufacturer narrative:
Additional information: h6. Based on the additional information provided by the customer, the device was implanted on (B)(6) 2025, was sterilized according to the instructions for use, and is planned for removal in (B)(6) 2026; the patient has no infection history, was treated with antibiotics, and is currently doing well under regular follow-up. The surgeon confirmed that the device neither caused nor contributed to the reported event, which is therefore classified as an adverse effect associated with the underlying diagnosis and surgical procedure rather than a device-related infection. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient developed an infection during titanium implant use.